Event description:
It was reported there were indecipherable dual electrograms found on the remote pacemaker transmission. The device remains in use. It was further reported that the right ventricular (rv) lead had a micro-dislodgement which affected the thresholds. The rv lead was repositioned and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID addrl1 implantable pulse generator (ipg) implanted: 2014-(B)(6), (B)(4).